Event description:
It is reported that the customer is having a problem viewing the screen. The customer claims that it will display sometimes, and sometimes it will not. The customer's blood glucose level is a 163mg/dl. Trouble shooting conducted and the issue might be caused by sweat from dance activity. The customer is advised to switch to back up method. The insulin pump is being returned. No further information provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump was programmed and monitored for two days with no blank display noted. All operating currents were within specification. Off no power alarm functions properly and no error alarm noted. The device had cracked case at display window corner, minor scratched screen, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No damage noted on the isolation tape of one of the components on the lcd. However, the unit had moisture damage on the lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.